Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to difficulties at positioning with high pacing thresholds. The surgical intervention was prolonged a considerable amount of time to resolve the issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to difficulties at positioning with high pacing thresholds. The surgical intervention was prolonged a considerable amount of time to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the surgical procedure was extended due to device issues. Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications. Product investigation does not provide any additional information. Emdr decision remains the same.